Manufacturer narrative:
The device was received fully deployed. During investigation, the pod was able to successfully communicate with a master controller and an unused controller. No damages or defects were observed that would contribute to a communication error during operation. The exact cause of the communication error during operation could not be determined. During investigation, fluid was observed to leak from a tear in the exposed portion of the soft cannula, resulting in fluid being unable to flow the complete fluid path. The exact timing and cause of the damage to the exposed portion of the soft cannula could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: n/a. Omnipod software app version: n/a . Operating system: n/a. Hardware: n/a. Cgm sensor type: n/a. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Analysis of returned device revealed a torn cannula which caused insulin to leak. It was initially reported by the patient that they received a communication error while using the pod between 4 and 24 hours. The patient confirmed that the pod had been filled with at least 85 units of insulin and that the pod did ¿double beep¿ after it was filled.